Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Suspected cause was due to customer accurately delivering multiples boluses via manual injection and the pump. Customer drank juice and ate cookies to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.